Event description:
A customer in (B)(6) notified biomerieux of leakage with a bact/alert® bpn EU bottle (reference (B)(4)). The customer reported examining the bottle for defects and while there was no obvious cause, it was noticed that the base of the bottle was convex and once the metal seal was removed from the bottle a minor defect was seen that may have been the cause of the leak due to incomplete sealing. Due to the leakage the customer reported the event as an internal incident since they could not confirm that there has been no growth due to loss of volume (0.8 ml). The leakage was observed at the end of incubation when the bottle was being unloaded. The leakage was under the metal ring on the bottle and had dripped over the bottles in the two racks below and over the bottles directly underneath. The customer reported no organisms in the gram stain and no growth on subculture. The broth in the bottle was not turbid. Patient impact is yet to be determined. The sample was an autologous donation. There was a delay in reporting results of four (4) days. Lab coat is standard as personal protective equipment (ppe) but without gloves to load and unload bottles. After the leak was discovered the customer used gloves to remove the all bottles from the system, and gloves, goggles and lab coat while cleaning the spillage an internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the investigation examined the bact/alert® bottle manufacturing directions, including the pre shipment bottle inspection, in process and final release inspections, and all results were within acceptance criteria. Quality assurance subsequently released the lot for distribution to the field. Retain samples from the lot were visually inspected for evidence of bottle defects. There were zero bottle defects found. A definitive root cause was not identified for this complaint investigation. Without bottle returns, the plastic bottle defects were not able to be to further investigated.